Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA, alleging that his daughter¿s onetouch ping meter was displaying a message of error 1, and had results missing from the memory. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated he was unsure when the meter issue started. He reported that his daughter manages her diabetes using insulin pump therapy (novolog) and that she did not make any changes to her usual diabetes regimen in response to the alleged meter issue. On an unknown date after the meter issue started, the reported stated that the patient developed symptoms of ¿high ketones, feeling nauseous, and generally unwell¿, resulting in her having to come home from school. He stated that at a regular doctor¿s appointment on (B)(6) 2016, the doctor increased her insulin therapy. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.